Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging that the quality control tests (with her onetouch verio meter) failed specifications because the results fell outside the specified range on the test strip vial. There was no injury or medical attention sought due to the issue. As the results fell outside expected values for quality control testing, this complaint is being reported.